Event description:
We had a hitachi altaire open MRI magnet that we had just concluded our last pt scan on, and then, it was being de-installed and replaced. Hitachi recommended we perform a quench to eliminate the magnetic field within approx 5 minutes of pushing the quench button. When the room was clear and all personnel prepared for the quench, we hit the erdu button on the wall. Nothing happened. For safety reasons, the quench button is suppose to immediately shut down the magnetic field should there be a pt emergency. This same device failed in (B) (6) 2008 which incited a worldwide recall of the erdu for all hitachi customers. At this time, I have the unit in my possession as the president of our practice has asked me to hold it until I hear further from you as to what I should do with it. We did contact hitachi when the event occurred. Their regulatory affairs person has contacted me asking to have it shipped to him as soon as possible. (B) (6). Dates of use: (B) (6) 2008 - (B) (6) 2010.